Event description:
It was reported that approx 20 mins into a da vinci myomectomy procedure, while the surgeon was removing a fibroid, the tennaculum forceps instrument clevis broke and a piece fell into the pt. The broken piece was immediately retrieved and the procedure continued with a replacement tennaculum forceps instrument. While using the second tennaculum forceps instrument, the clevis broke and a piece fell into the pt. The broken piece was retrieved and the surgical procedure continued with a third replacement tennaculum forceps instrument. The planned surgical procedure was successfully completed and not significantly lengthened. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned and evaluated. Per the customer reported complaint, engineering found the instrument is broken at the proximal clevis to main tube interface, with the clevis dislodged from the main tube as a result. Both the proximal clevis and main tube are missing pieces. Engineering also observed that one grip close cable is broken near the proximal pulleys and proximal clevis cable hole causing the pulleys to spin freely. Other cables at the wrist are loose, but not damaged. Based on the engineering eval, a likely failure mode was overloading of the instrument at the tip and high grasping force, causing the breakage. Per the same notes, the broken instrument components were successfully retrieved from the pt. The following medwatch report listed below was also sent to the FDA for the second tennaculum forceps instrument used during the surgical procedure. MFR report: 2955842-2008-01274.